Event description:
It was reported that the patient was in atrial fibrillation with rapid ventricular response resulting in inappropriate therapy. This was followed by t wave oversensing due to polarization from the shock, which resulted in redetect and another shock. The t wave oversensing filter was not rejecting. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.